Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number k011028, k013227. H6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that implant was removed due to peri-implantitis, bone loss, loss integration. Implant failed for peri-implantitis post restoration, removed due to 50% bone loss. Tooth site # 42. Symptoms as a result of the event: pain, inflammation.